Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-003 7.5mm deht blu suctionaid sub-assy was received without its original packaging. Under visual inspection the samples appeared to be in good condition. The inflation test was repeated on the received sample. It was found that cuff is slowly deflating. Under water we found small tear in cuff which causing reported leakage. No trend of confirmed complaints in relation with this issue was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The cause of the reported problem was traced to user manipulation of the device during the medical procedure.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical trach tube was leaking air from the cuff. After inserting the product (a tracheostomy tube) into the patient, the customer was checking the air pressure of the cuff on a regular basis. Nine (9) hours after the intubation (indwelling of the tube), he noticed the tube was out of the tracheotomy aperture and the cuff was deflated. So he removed the product from the patient to check it. As a result, leakage of air from the cuff was detected. There was no patient injury or reported adverse events.